Event description:
Patient states that the display screen is flashing and that the pump has gone through two batteries within two weeks. This required no physician or hospital intervention. Insulin injections were administered at home.